Manufacturer narrative:
Continuation of d10: product ID 8598a lot# serial# (B)(6). Implanted: (B)(6) 2011. Product type catheter product ID 85 96sc lot# serial# (B)(6). Implanted: (B)(6) 2020. Product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer via a manufacture representative reported the patient had increased pain. The patient had a catheter dye study, on (B)(6) 2021, that failed and was noted that the catheter was dislodged. There were no environmental/external/patient factors that may have led or contributed to the issue noted. The patient was prescribed oxycodone 10 mg every 4 hours until the revision and was also prescribed narcan. The patient had went to the hospital for pain and mental health. The patient had relapsed on alcohol and was told they had slight pancreatitis. It was noted the patient had been sober for six years but had several relapses in the past ten months. A new spinal segment was placed on (B)(6) 2021. The previous catheter sutures had cut through the neck of the eyehole anchor causing the catheter to migrate out. It was noted the issue was resolved.

Manufacturer narrative:
H3: the catheter was returned, and analysis found the anchor was broken. H6: all previously reported method, result, and conclusion codes no longer apply to this event. Concomitant medical products: product ID 8598a, lot#/serial# (B)(6), implanted: (B)(6)2020, explanted: (B)(6) 2021, product type catheter product ID 8596sc, lot# /serial# (B)(6) implanted: (B)(6) 2020, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8598a, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. Product ID: 8596sc, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. Product ID: 8598a, serial/lot #: (B)(4), ubd: 20-aug-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient with an implantable pump for non-malignant pain. The pump administered the following medications: fentanyl (concentration 2000, dose rate: 500.46158 mcg/day), bupivacaine (concentration: 20 mg, dose rate: 5.00462 mg/day), and hydromorphone (concentration: 1.2 mg, dose rate: .30028 mg/day). It was initially reported on (B)(6) 2021 that the patient was having an MRI unrelated to pump but mentioned that the pump was not working and wanted to know if there were any different guidelines for MRI since pump was not working. The healthcare provider (hcp) initially indicated that the patient didn't think the boluses were working but then indicated that the patient hasn't been getting relief from the pump for the past few weeks. The patient is scheduled to see the physician later in the week, but was currently inpatient for an unrelated reason. Additional information was received on (B)(6) 2021 from a healthcare provider via a clinical study on (B)(6) 2020. On (B)(6) 2021 the patient had called the hcp reporting they were unable to feel bolus. A catheter dye study was ordered for (B)(6) 2021. Later on (B)(6) 2021, the patient called the hcp again and reported they were unable to feel bolus and doesn't think the pump was working. On (B)(6) 2021 the patient was admitted for etoh issues. A failed catheter dye study was noted. The catheter was dislodged and coiled in the subcutaneous. The patient was to have a revision performed on (B)(6) 2021. The patient was prescribed oxycodone and narcon on (B)(6) 2021. The device diagnosis was catheter dislodgement and clinical diagnosis was unable to feel bolus. The intrathecal / spinal portion of the catheter and lot number was specified. The event was ongoing. Regarding etiology, the relationship of the event to the device or therapy was related and the relationship of the event to the implant procedure was not related. The patient¿s weight was not measured at baseline.